Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative verified the unit and was unable to reproduce flicker in display but customer info they were able to reproduce and saw lines in lcd. Based on the info as precautionary step the display was replaced with new lcd. Performed all functional and safety tests. It functioned normally and was returned to the customer. The lcd is being returned to the manufacturing facility at (B)(4) for evaluation. A supplemental report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that this iabp display was flickering. I started to troubleshoot this issue until I found out that this cs300 iabp was in use on a pt. Customer was able to swap out this cs300 with another cs300. The pt was unharmed.